Event description:
Following a shoulder arthroscopy procedure, it was reported the patient had sustained a third degree post surgical burn approximately 7 to 15 cm in size appearing as a straight line inside the arm of patient near axilla. The patient was referred to the wound care center for treatment. The ablation set point used in the procedure was not known. It was not known if the suction line of the wand was attached to hospital vacuum.

Manufacturer narrative:
Since the device was not returned, and the lot number was not known, a complete investigation could not be performed. No conclusion can be made.